Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful initialization and subsequent power on self-test was observed. Functional testing revealed relays cycling rapidly low temperature rise on all channels. The power supply board was temporarily replaced and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of the power supply board.

Event description:
During the procedure, a screeching sound was noted when lesion was started and the probes were not heating to temperature. Once the warnings started going off, the procedure was stopped. The issue was not resolved and the procedure was unable to be completed. There were no adverse consequences to the patient.